Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2014. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent revision surgery in 2014. It was reported that the patient underwent an unknown surgery in (B)(6) of 2020. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.